Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the very calcified left anterior descending artery. A 12 x 4.00mm promus premier¿ drug-eluting stent was advanced, however, a lot of resistance was encountered to go through the lesion. The physician decided to retract the stent back, however, while pulling to retract the whole system, the stent was released from its catheter without inflating the balloon just before the lesion. The stent was unexpanded and the physician decided to leave it where it was without further intervention. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.